Event description:
It was reported that the customer's insulin pump had multiple alarms. It was stated that the customer went to the hospital because she has poor control of her diabetes. It was stated that the customer had extreme lows and highs blood glucose. The blood glucose reading was 39mmol/l. Troubleshooting was performed. Reviewed the alarm history and found several different alarms. It was stated that the insulin pump delivered close to 100.0 units. Checked the bolus history and find the info only for two days. The daily totals showed all history, and for one day showed 89.8 units delivered, 86.15 units from boluses. The carelink report shows several manual boluses delivered without entering the carbohydrates or the blood glucose thru the bolus wizard. Explained that the reports may not be accurate due to the alarms. Advised that the customer should revert to back up until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm ral-time veo insulin infusion pump, which is not marketed in the united sates. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.